Event description:
It was reported that the right ventricular lead had low r wave sensing and the slack was lost in the lead. A suture was noted on the lead and consequently there was an insulation breach at the suture sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed a breached cut of the outer insulation. The helix was distorted due to pulling/stretching/overstress and the outer tubing overlay had a breached cut as well. Visual analysis noted apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.